Event description:
It was reported that intermittent audio output occurred. On (B)(6) 2023, the pediatric patient experienced intermittent audio output. During the morning on the day of the event the patient and the parents did not get any notifications for urgent low on the continuous glucose monitoring (cgm) showing on the patient's dexcom mobile app and parent's follow app, then the patient´s cgm values went to urgent low. Due to the intermittent audio output the patient and family were not alerted properly and the patient experienced loss of consciousness and seizures. The parents called the paramedics, and they took a blood glucose reading which was 25 mg/dl. The paramedics treated the patient with glucose gel and orange juice to regain consciousness. There was no blood glucose (bg) taken while the patient was experiencing seizures as the parents were panicking. After the treatment, the patient regained consciousness and the bg reading was 80 mg/dl. The patient recovered. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.